Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line detector. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The device history review was completed and revealed no findings that could have directly contributed to the current complaint. The event history log review was completed and it noted the presence of air in line alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The reported constant air in line detector was verified. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.